Event description:
The patient had very long recharging time and short interval between recharges. It was thought the difficult to recharge completely was because of depth of the device. Troubleshooting revealed a good connection. It was noted the belt was not stable. The actions taken to resolve the event were programming to cycle mode to reduce consumption and the patient was asked to stay without moving during recharge. It was unknown if the issue was resolved. No surgical intervention occurred or was planned. About three weeks later the company representative (rep) reported that the cycle mode doesn¿t work and the device was changed to continuous mode. The rep didn¿t think a physician mode recharge (pmr) was done. The implantable neurostimulator (ins) will be placed more at the surface of the skin on(B)(4) 2015 . If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. (B)(4).